Manufacturer narrative:
Company causality comment: this medically confirmed report refers to a female pt of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced implants were broken during the placement (from same batch) and complication of device insertion. Both events are considered non-serious. The event implants were broken during the placement (from same batch) is considered unlisted in the reference safety info for essure while the other event is listed. The event implants were broken during the placement (from the same batch), assumed as device breakage, was regarded as near-incident due to the reported breakage. During difficult insertion, single cases have been reported of essure breakage. In this particular case, it was mentioned that there was no anatomical cause that could explain the anomaly. The implant was broken twice during the placement (2 implants from same batch). Bilateral placement was performed with another device. Based on the available info, and due to lack of alternative explanation, causality between the events above and essure use was considered as related. Ptc analysis will be requested.

Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on 07/10/2014 which refers to a female pt of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and the following event occurred. There was no anatomical cause that could explain the anomaly. The implant was broken twice during the placement (2 implants from same batch). Bilateral placement was performed with another device. No further info was provided. The criterion of seriousness was not reported by the reporter, case was considered as non-serious by (B)(6) safety dept. (B)(6) local drug safety dept assessed the event with essure as near incident.

Manufacturer narrative:
Ptc investigation result was received on 20-aug-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: when a term like "break", "breakage", "broke", "broken", "falling apart", "fractured", or "split" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. As of 8/12/2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Since neither product was returned for inspection nor do we have a photograph of the actual device, we cannot determine exactly what the failure is. Based on our experience with device complaints of a similar nature, it is likely the reporter is referring to an event in which the micro-insert was bent or stretched into a shape which rendered the device to be unusable, and hence, "broken". Since no product was returned for investigation, we are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported events are not indicative of a quality defect per se. In this particular case a technical defect (breakage) was reported. The reported technical defect could not be evaluated in more detail due to lack of sample return. No further ae case reports have been received to date in relation to batch no. B85131. No batch signal could be identified. The review of the manufacturing- and release documentation of the concerned batch did not reveal any deviation or gave any reason to suspect a quality deficit (see technical statement). The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. Bayer is closely monitoring the benefit-risk profile of essure, this includes consideration of the legacy cases in safety analyses. The cumulative review of the re-coded legacy reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and implants were broken during the placement (from same batch) / complication of device insertion . Both events are considered non-serious. The event implants were broken during the placement (from same batch), assumed as device breakage, was regarded as other reportable incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. This event, previously considered unlisted according to reference safety information for essure, was, upon receipt of product technical investigation (ptc) updated to listed (anticipated). During difficult insertions, single cases have been reported of essure breakage. In this particular case, it was mentioned that there was no anatomical cause that could explain the anomaly. The implant was broken twice during the placement (2 implants from same batch). Bilateral placement was performed with another device. Based on the available information and due to lack of alternative explanation, causality between the reported breakage and essure use was considered as related. The performed ptc investigation concluded that the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. Ptc technical assessment concluded "unconfirmed quality defect". Medical ptc assessment considered that in summary, there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Follow-up received on 30-jan-2015. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(4). Final assessment: lot number: b85131; expiration date: 31-oct-2016; production date: oct-2013. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, micro-inserts of both devices were bent. The initial rollback was not completed on both devices. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product quality issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. The returned complaint sample was investigated. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 03-feb-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and implants were broken during the placement (from same batch) / complication of device insertion . Both events are considered non-serious. The event implants were broken during the placement (from same batch), assumed as device breakage, is listed according to technical analysis. During difficult insertions, single cases have been reported of essure breakage. In this particular case, it was mentioned that there was no anatomical cause that could explain the anomaly. The implant was broken twice during the placement (2 implants from same batch). Bilateral placement was performed with another device. Based on the available information and due to lack of alternative explanation, causality between the reported breakage and essure use was considered as related. Since device breakage (malfunction) was reported, the case is regarded as other reportable incident. After investigation of returned product (the micro-inserts were bent) the technical assessment concluded unconfirmed quality deficit. There is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.